Event description:
After 8 months of implantation, the defibrillator lead was explanted because of ventricular oversensing. Upon explantation, it was not possible to explant the entire lead: the lead was cut; an isolation rupture could be observed on the explanted part and was not made during the explantation.